Manufacturer narrative:
Tw # (B)(4). Corrected section- h6 device code changed to 1384. The lot #3000334315 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hempro vh-3500 c-ring is defective. The hole for the end loop did not go all the way through. New device opened and worked without issue. There was no delay. There was no patient harm to patient.